Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported while using bd facslyric¿ carryover of samples occurred. The following information was provided by the initial reporter: the customer noticed carry-over between his samples analyzed on the instrument. There's a droplet of sample visible between changing sample tubes. Are there erroneous results on patient samples for diagnostic test? (If yes, go to question #2, if no, no further questions required.) Unknown. Was there any delay of treatment due to the issue? (Go to question #3) unknown. If patient samples were redrawn, was there any change or delay of treatment? (Go to question #4) not applicable. Was there any physical harm/injury to the patient due to the issue? (If yes, go to question #5. If no, no further questions required) unknown. Provide details - how and to what extent? (Go to question #6) the customer is still investigation whether wrong results were sent to the clinician, but suspects it is highly unlikely. What is the current medical status? (No further questions required.) It is unlikely there was any negative effect on patients due to the issue, but the customer is still investigating.

Manufacturer narrative:
After further review MFR#2916837-2021-00010 is no longer reportable. This device is for research use only and is not being used for diagnostic testing or patient treatment and is therefore not subject to MDR reporting.

Event description:
It was reported while using bd facslyric¿ carryover of samples occurred. The following information was provided by the initial reporter: the customer noticed carry-over between his samples analyzed on the instrument. There's a droplet of sample visible between changing sample tubes. 1. Are there erroneous results on patient samples for diagnostic test? (If yes, go to question #2, if no, no further questions required.) Unknown. 2. Was there any delay of treatment due to the issue? (Go to question #3) unknown. 3. If patient samples were redrawn, was there any change or delay of treatment? (Go to question #4) not applicable. 4. Was there any physical harm/injury to the patient due to the issue? (If yes, go to question #5. If no, no further questions required) unknown. 5. Provide details - how and to what extent? (Go to question #6) the customer is still investigation whether wrong results were sent to the clinician, but suspects it is highly unlikely. 6. What is the current medical status? (No further questions required.) It is unlikely there was any negative effect on patients due to the issue, but the customer is still investigating.